Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the tube set had the luer lock connector cut off. This tube set was visually inspected and no anomalies were noted on the tube set. Testing of the device is not possible without the luer lock on the tube set. This complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed one similar and two dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch 1221934-2018-53678.

Event description:
It was reported by the affiliate that the tube of the inflow set has bursted over the roller during a shoulder arthroscopy. The procedure was completed with same like product with 2 minute delay. Additional information received via email from the affiliate on 11-16-2017; we do not have any further information available at the moment. If we do get information we will let you know but as of now, no information available.